Event description:
It was reported to medtronic neurosurgery that the patient was diagnosed with late onset congenital hydrocephalus in (B)(6) 1995 at the age of 31. According to the report, the patient has had many valve replacements to ¿tune¿ their csf flow and to replace faulty shunts. Reportedly, on (B)(6) 2010, the patient underwent their 26th surgery to replace their delta unitized shunt with a new shunt. The report stated that the patient¿s new shunt is working well for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).